Event description:
Customer's daughter reported that the customer had passed away. The blood glucose reading at the time of the event was 32 mg/dl. The blood glucose reading while she was in the hospital ranged from 22 mg/dl to 430 mg/dl. She was not sure what led up to the event and stated that the customer had never regained consciousness and was not sure if the stroke occurred first or the hypoglycemic event. Customer was not wearing the insulin pump at the time of death and had not been wearing it for 5 days. Customer's daughter also stated that the insulin pump was giving off an alarm, which was due to the insulin pump being stored without a battery. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
This information is provided in response to your request dated(B)(6), 2014 for additional information. The cause of death was confirmed to be a stroke. Customer was found when she did not show up for work. The paramedics found her unconscious with a blood glucose reading of 32 mg/dl. Customer was transported to the hospital and treated with IV. The customer was hospitalized from tuesday to thursday. Customer passed away on (B)(6), 2014 which was on sunday. No information provided as to why customer was not wearing the insulin pump prior to death. There are no prior mdrs on file for this customer.the insulin pump has been returned for failure analysis. A supplemental has been completed and forwarded to the FDA. The insulin pump was working within specifications.